Event description:
Customer reported that the system powered down during a procedure; the patient needed to be moved to a different room. They reported there was no negative patient impact.

Manufacturer narrative:
So far, the customer was not able to provide any further details on this case. Our technician did not find any problem with the system.